Manufacturer narrative:
The product was not returned for further evaluation. Unable to review device history records as lot identification is unknown. These products are used for treatment. The devices were reviewed for compatibility. It was found that the articular surface and the femur were not compatible with each other. An internal investigation was initiated for an increased rate of revision in the mis tibia due to loosening. The result of the investigation was the implementation of field action which highly encouraged surgeons to utilize the drop down stem extension and to confirm the proper cementing treatment was used for the mis tibial component. Per the mis tibia surgical technique ¿use of a drop down stem is strongly recommended to provide adjunctive stability to the cemented construct¿.failing to use a drop down stem extension¿..may lead to early loosening of the prosthesis.¿ additionally per the packaging insert for the articular surface ¿do not use lps or lps-flex femoral components with lps-flex prolong articular surfaces unless the part number of the femoral component has a 51 or 52 part number suffix. Use of other suffix lps or lps-flex femoral components may increase the risk of articular surface spin fracture.¿ therefore, root cause for the associated event is an inappropriate use of the devices. This report is number 2 of 3 mdrs filed for the same patient (reference 0001822565-2017-00093-1/00094-1/00095-1).

Manufacturer narrative:
Sections could not be completed with the limited information provided. Concomitant medical products: item name: nexgen prolong lps flex articular surface size cd 10mm height, item number: 00596203010, lot number: 61569292. Item name: unknown nexgen femoral, item number: unknown, lot number: unknown.

Event description:
It was reported the patient was revised for femoral and tibal loosening. The surgeon noticed staining and wear on the articular surface.